Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: fluoroscopic images were provided for review of event described. Patient summary was attached for an anatomical review along with medical history and baseline hemodynamics. Fluoroscopic valve load inspection was included and would be considered an adequate load. Imaging of the pre-dilation was not provided for review. There has been a call to a physician, the thailand team, and the investigator where the team provided that the patient¿s hemodynamics did not recover from pre-dilatation. The patient¿s pressure went from 130/70 to 70/29 roughly. There is coronary perfusion at 80%. Medtronic bioprosthetic valve appears to be released on first deployment with no recaptures. After release there is staining that can be seen and the heart is barely contracting. There appears to be contrast seeping into the myocardium on imaging. This is hard to demonstrate on a static image. Imaging showed the classic sign of a ¿halo¿ appearance that is indictive to a pericardial effusion. Cardiopulmonary resuscitation (CPR) is then performed. In the cines, it appears there is an attempt to re-access the right coronary artery (rca). Throughout this time, it appears there has been a subannular and/or a supra-annular rupture. Imaging showed the valve is snared out of the annulus, contrast being administered through the sheath, with compressions being performed, and a heart that is not contracting. This event was reviewed by medical safety team. The excerpt of the medical safety sme review report follows: the primary events of coronary artery occlusion and death were assessed. Upon review of the information provided, the reported coronary occlusion after evolut replacement is likely related to the evolut r valve, although the balloon could not be ruled out as a cause as well. The physician was unable to access the ca artery due to the valve frame impingement leading to patient death. Contributing factors may have been low ejection fraction, hemodynamic instability and severe aortic regurgitation after pre-implant balloon aortic valvuloplasty (bav). Coronary occlusion and death are known potential risks associated with the implantation of the evolut r valve and all reported adverse events and severities are documented in the evolut r risk files and instructions for use. The reported event indicates that valve deployment was initiated within the cusp overlap view. The valve depth at the non-coronary cusp (ncc) was checked prior to the valve making annular contact. The patient's blood pressure was reported to still be low. The valve was rapid deployed until 80%. The patient's blood pressure did not recover. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, a conclusive cause could not be determined from limited information available. After the final deployment, the patient was not able to hemodynamically recover. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Based on image review, it was noted that patient¿s hemodynamics did not recover from pre-dilatation. However, a conclusive root cause could not be determined with the limited information available. An angiogram showed a coronary occlusion. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). As reported, the coronary occlusion was a result of either the balloon, or the valve frame "crash the proximal stent at the right coronary artery (rca)". However, a conclusive cause for reported coronary occlusion could not be determined from the limited information available. In this case, cardiopulmonary resuscitation (CPR) was initiated. The team attempted to engage the right coronary artery and snare the valve but this was not successful. The valve frame prevented the rca from being accessed. The patient died. A procedure- or valve-related death is an inherent risk when the patient condition is such that a proportional-assist ventilation is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed and with valve remained implanted, a conclusive assessment of the relationship between the event and the device could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via direct aortic access with a mini sternotomy, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 x 40 mm balloon with a pacing rate of 100, 120 and 140 beats per minute (bpm) due to the implanter's concern over the patient's low ejection fraction. Following the bav, the electrocardiogram (ECG) showed normal sinus rhythm with a heart rate of 117 bpm and pressure of 70/29 mmhg. Valve deployment was initiated within the cusp overlap view. The valve depth at the non-coronary cusp (ncc) was checked prior to the valve making annular contact. The patient's blood pressure was reported to still be low. The valve was rapid deployed until 80%. The patient's blood pressure did not recover. The implanter elected to release the valve in the cusp overlap view, as opposed to the correct parallax view because the implanting physician thought the drop in blood pressure was a result of severe aortic regurgitation (ar). According to the physic ian, the severe ar resulted the pre-implant bav combined with "fair" left ventricle ejection fraction. After the final deployment, the patient was not able to hemodynamically recover. An angiogram showed a coronary occlusion. The coronary occlusion was a result of either the balloon, or the valve frame "crash the proximal stent at the right coronary artery (rca)". Cardiopulmonary resuscitation (CPR) was initiated. The team attempted to engage the right coronary artery and snare the valve but this was not successful. The valve frame prevented the rca from being accessed. The patient died. Per the physician, the initial drop in pressure could have been a result of the severe ar from the pre-implant bav, the right coronary occlusion from the balloon, or the valve frame "crash the proximal stent at the right coronary artery (rca)".

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.